Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2016-dec-15. It was stated that the pump was explanted and sent back to the manufacturer for analysis. The pump had stopped and went into safety mode. The 88/89 was never an issue with the pump, as far as the rep was aware.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver fentanyl, 5000 mcg/ml at 851.2 mcg/day and bupivacaine 30 mg/ml at 5.107 mg/day, indicated for non-malignant pain and cervical radiculopathy. It was reported that a critical alarm was heard. Interrogation of the pump confirmed that a ¿low battery ¿reset¿ had occurred on (B)(6) 2016. It was stated that the cause of the low battery reset was undetermined, and could not be resolved. It was reported that the patient experienced an increase in pain, and nausea and on (B)(6) 2016 was admitted to in-patient due to withdrawal symptoms and extreme pain. The patient was given transdermal and oral opiates for pain control until the pump was replaced on (B)(6) 2016. It was noted by the healthcare provider that the catheter tip placement was t11-12.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation, the pump memory indicated that the pump was used to deliver fentanyl (5000 mcg/ml at 31 mcg/day) and bupivacaine (30 mg/ml at 0.186 mg/day). Analysis of the pump found gear train anomalies including a stall due to shaft bearing, corrosion and wear. Analysis also found high resistance across the battery.

Manufacturer narrative:
The conclusion code was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.